Event description:
Reporter stated that surgeon went to implant tibial insert and the anterior locking tab would not engage on the tab on the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.